Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual evaluation of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The product was returned opened but unused in the sterile packaging. The packaging does not meet the inspection criteria per 8.400 zpc, packaging materials inspection. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, it was found that the foreign substances which look like a white powder were attached on the product when the nurse opened the package. Therefore, the surgeon used a back up of the same product for the surgery. No serious injury and there was a 0-15 minute delay to prepare the back up device. No additional information was noted as a result diligence is complete.

Manufacturer narrative:
This incident was recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: japan e1: telephone: (B)(6).